Event description:
During a treatment procedure to place a greenfield vena cava filter, the filter failed to fully deploy. The physician had approached through the r groin and had placed the filter in proper position below the renal arteries. Following deployment, it appeared as if only one or two of the legs of the filter had opened. The physician then proceeded to place a simon nitinol filter. The pt was reported as protected from recurrent emboli and doing 'fine' following the procedure. It was noted on a f/u CT scan done the next day that the greenfield filter had by then fully deployed and was in proper position. The filter had not migrated or tipped after placement.